Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Contact stated they could not recall the customer's blood glucose level. Reportedly, customer may have over counted their carbohydrates or low blood glucose level was due to high level of activity. Customer was given a glucose tablet to stabilize blood glucose level. Recommendation was made to discuss diabetes management with health care provider.